Event description:
The customer reported that she has been experiencing multiple occlusion alarms and "elevated bg's" within the past month, resulting in an increase in her a1c levels. She is (B)(6) pregnant and had a hyperglycemic episode that required her to be hospitalized; her bg levels increased significantly (to a high reading of 498 mg/dl) within the first day of activating a pod. At the hospital, she was given insulin and an IV; she was discharged the same day. The pod was removed and discarded at the hospital and will therefore not be returned for eval.

Manufacturer narrative:
The pod involved will not be returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also suggests that the pt always carry extra supplies in case of an emergency.